Event description:
The consumer inquired about MRI mode and was seeing the eligibility can¿t be determined screen. It was reviewed to follow-up with the healthcare provider. The patient became upset and stated he didn¿t want to live anymore, that he was ¿done¿ due to his circumstances and might as well ¿blow his brains out¿. The patient also mentioned that ¿your system stinks¿. The suicide hotline was contacted and conferenced in with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the issue was taken care of and the eligibility was set.